Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for clog. Investigation summary: customer returned one pen needle that was not manufactured by bd. No bd samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If bd samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to unknown lot number. Investigation conclusion: as no bd samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no bd samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no bd samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that one unspecified bd¿ pen needle has been found experiencing inability to deliver medication. The following has been provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that needle is blocked. Event description per attached email states, " needle blocked.